Manufacturer narrative:
Qn#(B)(4). The serial number on the sample is (B)(6). Returned for investigation was a 40cc 7fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the semi-finished inser-tion kit; the kit appeared sealed and unused. Upon return, the peel away sheath was on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the iab central lumen were noted at approximately 19cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 20cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the catheter was stuck in sheath" is confirmed. During the investiga-tion, the intra-aortic balloon catheter (iabc) central lumen was noted bent and resistance was noted upon passing the guidewire through the iabc central lumen. The damaged iabc can result in difficulty inserting the iabc through a sheath. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "in the process of insertion, the catheter was stuck in sheath, change new catheter". No patient injury or cosequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "in the process of insertion, the catheter was stuck in sheath, change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".